Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). Any abnormality was not found during visual inspection of the subject device by (B)(4). After visual inspection, (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. In the test, the subject device tested positive for staphylococcus cohnii. (1 cfu). Ofr reviewed the repair history of the subject device. It was found that the insertion tube of the subject device was replaced in (B)(6) 2016.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing at the user facility, the suction channel of the subject device tested positive for staphylococcus haemolyticus(2cfu) and uncertain bacteria(1cfu). The facility also informed that the air/water channel tested positive for staphylococcus hominis (2cfu). There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".